Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the drill bit broke during surgery. Device disposed of by the customer. Update - "this relates to a drill bit which broke during use. The drill bit which snapped off was left in the patient. My understanding is that it was in the position of the 4th screw (of 4) on a plate and therefore would have been more challenging/impactful to the patient if the surgeon tried to remove it. At present, the patient will have been made aware of the event, and will presumably require monitoring for any delayed complications."